Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient obtained an error 2 message on her onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the patient obtained the error message at around 3:45pm on (B)(6) 2016. The patient manages her diabetes with oral medication, diet and/or exercise. The reporter denied that the patient had made any changes to her usual diabetes management routine after obtaining the error message. The reporter indicated that at about 4pm on (B)(6) 2016, the patient developed symptoms of "shaky and light headed and dizziness". He reported that at 4:15pm on (B)(6) 2016, a blood glucose result was obtained on a doctor/clinic meter; however, the reporter did not know the result obtained. He indicated that at 4:15pm on (B)(6) 2016, the patient was taken to the emergency room where she received IV fluids, metformin and insulin (probably lantus) from a healthcare professional (hcp). At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and based on the information provided there had been no trauma or misuse of the meter. The reporter confirmed that the patient was using the correct test strips. However, the reporter described incorrect testing steps followed by the patient - the patient was applying blood to the test strip before inserting it into the meter. The cca walked the reporter through a retest and the issue was resolved. When the power button was pressed, the error 2 message did not occur. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of an acute diabetes excursion which required hcp intervention, after the alleged product issue began.